Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2009-02635. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon catheter froze on a guide wire. The 90% stenosed lesion was located in the non calcified distal right coronary artery (rca). Vascular access was obtained through the femoral artery. The maverick2 monorail ptca balloon catheter was advanced to the lesion and the balloon was inflated to unspecified atms and deflated. Upon attempting to withdraw the maverick2 monorail ptca balloon catheter, the balloon catheter froze on a forte guide wire and excessive amount of force was used to separate and remove the guide wire from the balloon catheter. A transverse guide wire was advanced and the procedure completed successfully with the same maverick2 monorail ptca balloon catheter. The balloon catheter was removed as a unit without incident upon completion of the procedure. No further patient injuries or complications were reported. The patient's status was reported as "fine".